Manufacturer narrative:
Device evaluation: a service device history review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months. No product was returned; however, the pumps operators manual indicates see user manual section references that the pump will alarm no disposable if a cassette disposable is damaged, the wrong type of cassette and or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the pump was alarming no disposable pump won't run. Air in line was noted. Patient was not affected. There was no patient injury reported.